Manufacturer narrative:
Method: a review of the manufacturing records for the device has been conducted. Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: type I endoleak. The gore excluder aaa endoprosthesis, instructions for use (IFU) states: adverse events that may occur and/or require intervention include, but are not limited to. Endoleak, aneurysm enlargement.

Event description:
On (B)(6) 2005, the pt was treated for an abdominal aortic aneurysm (aaa) and an aneurysm of the right common iliac artery (rcia). The pt was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure well. On (B)(6) 2005, the pt was treated for a proximal type I endoleak and a gore aortic extender component was placed proximally. The endoleak was resolved. (B)(6) 2005 the pt underwent reintervention for treatment of a type ii endoleak and coil embolization of the right internal iliac artery was performed. The endoleak was resolved and the pt tolerated the procedure. (B)(6) 2010, the pt underwent treatment for a type I and ii endoleak, and aneurysm enlargement. Two aortic extender components were placed proximally and a contralateral leg component and iliac extender component were placed distally. Excellent results were achieved with no evidence of endoleak. The pt tolerated the procedure well.